Event description:
It was reported that the customer had a loose drive support cap on the insulin pump. Customer stated that the gray dot popped out and he has had trouble rewinding. Customer stated that the drive support cap was protruded and sticking out. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with a protruded and loose drive support disk, cracked case at the display window corners, cracked battery threads, a broken reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.